Event description:
It was reported that the patient had radiation treatments, after which a device reset occurred. The device was reprogrammed. Review of provided printouts notes that one episode of noise reversion occurred due to exposure to emi. Another episode occurred due to atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.